Event description:
It was reported that prior to a percutaneous transluminal angioplasty treatment procedure, the device was damaged. The target lesion was located in the subclavian artery. After unpacking the 10x40mm express ld vascular stent system, it was noted that "both ends of the balloon lifted". The procedure was not completed as another device was not available. As the device was not used, no patient complications were reported. The patient's status was good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that prior to a percutaneous transluminal angioplasty treatment procedure, the device was damaged. The target lesion was located in the subclavian artery. After unpacking the 10 x 40 mm express ld vascular stent system, it was noted that "both ends of the balloon lifted". The procedure was not completed as another device was not available. As the device was not used, no patient complications were reported. The patient's status was good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the stent was mounted on the balloon and slightly flared on both ends. Some of the distal balloon sleeves also appeared creased. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).